Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The care giver (cg) stated that the home patient (hp) took a sleeping pill in his sleep and the hp disconnected the patient line while in drain 3 of 5 causing a system error (se) 2240 alarm. The technical service representative (tsr) explained to discard all supplies and to report the alarm to the peritoneal dialysis nurse the next morning. The cg confirmed the hp would finish therapy manually. On 19 jul 2010, product surveillance spoke with the hp to clarify whether he disconnected himself in his sleep or if he became disconnected. The hp stated that he disconnected himself in his sleep. The hp stated he has had no problems since this incident. There was no patient injury or medical intervention reported.